Event description:
After successfully crossing a chronic total occlusion (cto) located in the right superficial femoral (sfa), the physician attempted to remove the outback catheter from the pt, but the device became stuck on the guidewire (.014 ironman guidant). Therefore, the physician needed to remove the device and the guidewire as one unit. The physician was not able to complete the procedure. The pt was a male (age unk). The physician used a contralateral approach to access the pt. There was no kinks or bends noted on the guidewire during removal. When the guidewire and the cto catheter were removed from the pt, it was noticed that a portion of the guidewire was "shaved". It was noted that the guidewire was frontloaded into the catheter through the cannula port which is the incorrect way to load the guidewire into the catheter. The physician, who has used the product at least 25 times has used this technique previously and has been successful. There was no reported injury to the pt. The physician was not able to complete the procedure.

Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date. Add'l info will be submitted within 30 days of receipt.